Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that the driver broke off during insertion of a screw into the iliac. Reportedly the surgeon used both of his hands to rotate the driver's handle because patient' bone was "very hard". The broken tip was removed from the screw. No patient complications were reported.